Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to non union. Intra-op, tip of the kept broke as it couldn't handle the higher torque. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical visual and optical inspection confirmed the powerease drive was still attached to the bone screw. Unable to remove the screw from the driver. The tip of the drives is jammed/stuck in the crown of the screw head. Unable to determine root cause of failure. If information is provided in the future, a supplemental report will be issued.